Event description:
It was reported that the patient presented to the clinic for a routine follow up. Electrograms revealed post paced t wave oversensing. The pulse generator was reprogrammed. The device remained implanted; no patient symptoms were reported.

Manufacturer narrative:
.